Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy procedure, when they tried to fire purple reload across sigmoid colon, the stapler handle was not able to be squeezed and the device was unable to be fired. A new handle and reload were opened to complete the procedure. The patient was alive with no injury.